Manufacturer narrative:
The autopulse platform (sn (B)(4)) was received with physical damages observed during visual inspection, these damages were unrelated to the customer reported event. Evaluation of the platform confirmed the report of a "grinding" noise, when the platform was performing continuous compressions during functional testing. The issue was due to a defective drive train. After replacement of the drive train and the physically damaged parts, the platform was further functionally tested and during compression displayed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message. The ua 27 error message was attributed to a defective single point load cell; however, was unrelated to the customer reported event. Upon replacement of the load cell, the platform was again functionally tested including the load characterization test. The platform passed all testing and operated using a large resuscitation test fixture for 15 minutes without error and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform was returned for service on 23 jun 2017 due to an observed "grinding" noise. Results of the investigation confirmed the customer reported event. Additionally, the investigation also revealed a user advisory (ua) 27 (encoder fault (>3000 rpm)) error message which was found unrelated to the customer reported event. No patient was involved with this event.